Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported by the clinical specialist, approximately 4 years post successful tavr the patient has returned with stenosis of the sapien 3 valve. Medical records were received for review. The patient noted that their health started declining after ablation 3 years, 10 months post tavr. They had shortness of breath, rapid heartbeat, lightheadedness, and difficulty with orthostatic changes in position. Since the patient's recent covid-19 infection, they have developed progressively worse increased shortness of breath with minimal activity and persistent lightheadedness, a valve in valve procedure was recommended but the physician did note concerns about bovine rejection. Tte performed showed a mean gradient of 62mmhg with a max velocity of 5.2 m/sec and ava 0.67 cm2. The valve in valve with the non-edwards valve was a success.

Manufacturer narrative:
H6 type of investigation, investigation findings, and investigation conclusions were corrected. The device was not returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to valve degeneration. The IFU was reviewed. Potential risks associated with the overall procedure includes valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration. No IFU/training deficiencies were identified. The valve degeneration was confirmed from the medical record. A review of DHR, lot history, and complaint history did not indicate that a manufacturing non-confromance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported ''approximately 4 years post successful tavr the patient has returned with stenosis of the sapien 3 valve.'' Per medical record, the patient's health started declining after ablation 3 years, 10 months post tavr. Shortness of breath, rapid heartbeat, lightheadedness, and difficulty with orthostatic changes in position were noted. Since the patient's recent covid-19 infection, they have developed progressively worse increased shortness of breath with minimal activity and persistent lightheadedness, a valve in valve procedure was recommended but the physician did note concerns about bovine rejection. Tte performed showed a mean gradient of 62mmhg with a max velocity of 5.2 m/sec and ava 0.67 cm2. The valve in valve with the non-edwards valve was a success. Per medical record, patient had history of hypothyroidism. Hypothyroidism was an association between thyroid function and valvular sclerosis. Aortic valve sclerosis can raise the calcium level in blood stream, which can also accelerate the valve calcification resulting in valve stenosis/degeneration. As such, available information suggests that patient factors (hypothyroidism) may have contributed to the reported event.